Event description:
It was reported that after placement of the catheter, patient presented reaction like erythema and inflammation along the vein where the catheter is placed.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.